Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was 200 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. It was unable to verify motor error alarm due to the compromised force sensor system alarm. Motor passed motor test. Device was received with cracked battery tube threads, minor scratched display window and missing end cap sticker.